Manufacturer narrative:
Device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer report number 3006705815-2020-01616. It was reported that the patient had a system explant due to infection on an unknown date. No further information is known at this time.